Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) exhibited a fault code 05 upon interrogation, indicating the device could not charge its' capacitors within 45 seconds. Battery voltage was within normal limits, currently at 2.63 volts. Three months prior, the device was not at elective replacement indicator, and both monitoring voltage and charge times were within normal limits. A guidant technical services (ts) consultant recommended immediate replacement, as critical shocking therapy availability could not be confirmed. No patient symptoms have been reported.